Event description:
In 2009, the patient was implanted with two gore excluder aaa endoprosthesis components to treat a severe case of aortitis and possible contained rupture. The procedure was performed without difficulty, there was no sign of rupture. In the same month, the patient presented with left leg pain. A computed tomography angiography (cta) revealed complete occlusion of the gore excluder aaa contralateral leg component. The patient underwent a thrombectomy and placement of a bare metal stent. Completion angiography showed good flow. The following month, the patient presented with left leg pain. Cta revealed that the contralateral leg component was again occluded, with no apparent cause. The devices were explanted and replaced with a dacron graft. The graft was examined macroscopically by the vascular lab, found to be intact, with no sign of stent fracture or damaged material. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note the additional device implanted. Pxc121000/06291254.